Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The patient circuit was replaced to resolve the reported issue.

Event description:
The hospital reported that, checkout was not passing & leak test was not passed. Leakage rate was between 4.5l & 9l and o2 gas was leaking. The location of the leak was from patient circuit. There was no reported patient involvement.